Manufacturer narrative:
Investigation summary received one (1) used. List #142730490, plum 150 ml burette sett for inspection. The clave on the secondary port was broken at the tubing connecting into the port. No other damages or anomalies noted. Received one (1) photo of the set showing the broken clave. The tubing on the clave and tubing connected to the burette port showed some marks that suggested bending force applied were observed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of broken clave can be confirmed. The probable cause is typical due to an unintentional bending force applied during use.

Manufacturer narrative:
Device is available for return, but it has not been received.

Event description:
Event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was stated in the report that the clave additive port was broken. Patient involvement and no patient harm as a result of this event.